Manufacturer narrative:
Failure analysis investigation of the scope was performed. Physical inspection of the scope revealed that there were no hardware defects. The scope was performing as expected. Video logs confirmed the intermittent em signal loss, but the user continued with the procedure using live fluoroscopy. The cause of the injury is a cardio embolism according to the physician. The complaint is reported due to the following findings: after a galaxy assisted biopsy procedure, the patient developed a stroke with intervention of tissue plasminogen activator and admission to the ICU for approximately 21 days. The patient was discharged to the rehabilitation unit with left sided paralysis.

Event description:
It was reported that after a galaxy assisted biopsy of a lesion located at the anterior, right upper lobe, the patient developed a stroke. As a result of the complication, the patient was taken to the post-anesthesia care unit and still intubated. The stroke was confirmed via CT scan and MRI imaging, confirmed by a neurologist. The patient was started on tissue plasminogen activator and was admitted to the ICU. The patient was discharged to the rehabilitation unit with left sided paralysis. Information to gather the exact discharge date was unsuccessful. The physician does not attribute the injury to the galaxy system. Brief occurrence of em signal loss was reported during navigation, while the user continued with live fluoroscopy without interruption, and no injury was observed during the time of em signal loss.